Event description:
It was reported that this right atrial (ra) lead exhibited noisy signal which looked like an external noise that was visible on the right atrial and right ventricle in the shock channel which suspected of lead anomaly. In addition, these events were stored due to elevated heart rate. Technical services (ts) did not observe any oversensing except for in the noise window. Ts suggested bringing the patient in to evaluate the leads. At this time, this ra remains in service. No adverse patient effects were reported.